Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional herculink device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right renal artery with calcification and 70-75% stenosis. A 5.0x15 mm herculink elite stent delivery system (sds) failed to cross the very tight stenosis. The sds experienced resistance with the valve of the 6fr sheath during removal and the stent became bent. Another 5.0x15 mm herculink elite sds was attempted to be advanced but also failed to cross the very tight stenosis. During removal the sds was difficult to remove from the sheath valve and again the stent became bent. The procedure was completed with a third herculink elite sds with a different non-abbott introducer. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.